Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A femoral angiogram was not taken prior to the procedure.

Manufacturer narrative:
(B)(4). Evaluation of returned device noted the plunger, suture, link, needles, and cuffs were not returned with the device which limited the scope of this investigation. Inspection revealed no needle strike mark at the foot to suggest that the needles might have been deflected and struck the foot, resulting in the reported needle-to-cuff miss. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on our investigation, the reported product experience could not be confirmed and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and a non-abbott device was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.